Event description:
Patient experienced a hematoma on his coccyx after an eecp treatment (29th out of 35 planned treatments). Manufacturer, vasomedical, inspected device on (B)(6) 2016. Device was tested according to complete preventative maintenance procedures, and no problems were found. After nurse manager consulted with patient in (B)(6), it appears there were other mitigating factors that could likely have contributed to patient's injury (low hr, skin fragility, patient's choice of positioning on the table).